Manufacturer narrative:
Follow-up #1: date of submission 01/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2016 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A delivery accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 16 mmol/l with nausea and large ketones related to an inaccurate delivery issue on the pump. Troubleshooting of the complaint was unable to be completed at the time of contact. Animas attempted to follow up with the reporter but has been unsuccessful at this time. This report is made based on the allegation that the patient experienced hyperglycemia associated with a delivery issue on the pump.